Event description:
Information received with return of the explanted device notes that the pacer eroded through the right pectoral pocket and th at there was a half inch exposure of the pacer and lead.